Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 590 mg/dl. He took 20 units of insulin and his blood glucose was not coming down. The customer also had blood glucose of 480 mg/dl. Customer stated he took a long walk and his blood glucose was around 270 mg/dl. Customer stated his sensor glucose was reading 400 mg/dl. When the customer got home around 6 pm, his meter said it was too high to test. Customer then took 12 units of insulin and and then 8 more units of insulin. Customer's blood glucose last time he checked was 450 mg/dl. The customer¿s current blood glucose was 423 mg/dl. The customer treated with bolus from insulin pump. The drive support cap was normal. The product was not returned for analysis.